Manufacturer narrative:
(B)(4). 3191 patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the app would prompt, "app stop" when language is set to korean during the session. Data was evaluated and the allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.